Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had bleeding from their left naris for approximately one day, and felt blood down the back of their throat.  Cotton tissue was removed from left naris and an afrin pledget was inserted for approximately 10 minutes.  A rigid endoscopy using storz 0-degree scope was used to visualize the naris.  On removal of the pledget, large blood clots were suctioned and removed from the entire nasal cavity, with difficulty removing blood clot just inferior to the middle turbinate.  Upon taking a break for the patient to urinate, the patient reportedly swallowed the remaining blood clot.  A rigid endoscopy was performed on the left naris again, showing clear nasal passage and no active bleeding.  There was some irritation noted along the anterior to middle nasal septum and surgical placed along the septal wall.  Nasal spray and medication was used for treatment and the patient also received two units of packed red blood cells (prbc).  The ventricular assist device (vad) remains in use.  No further patient complications have been reported as a result of this event.